Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the black stripe tubing through pinch valve pv37 had a hole in it. The fse replaced the tubing and the leak was fixed. The fse found that the peltier module had become wet with the leak and was generating 'temp ambient lyse' errors. The fse dried the peltier module and the instrument ran without any errors. The repairs were verified per established procedures. Failure mode: the cause of the leak was a hole in the tubing through pinch valve pv37. The peltier module failed because it became wet by the leak at pv37. The instrument operated as intended by generating 'temp ambient lyse' errors, alerting the operator to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter lh 500 hematology instrument. The instrument was giving 'temp ambient lyse' errors when the leak was noticed. The volume of the leak was about 10 ml and was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.